Manufacturer narrative:
The field service engineer found there was a dripping wash unit due to a leaky cell rinse tube. He repaired it and confirmed the test and module performed within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable ca2 calcium gen.2 result from the cobas 8000 c702 module. The initial result was 28 mmol/l and the repeat result was 18 mmol/l. It was unknown if the questionable result was reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.